Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the radio frequency (rf) programmer head found a damaged cable. The rf head will be sent for repair and restock. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was originally returned as an associated device and subsequently found during manufacturer's analysis to have a damaged cable. There was no patient involvement.